Event description:
Hospital reported that during a shoulder arthroscopy the patient's shoulder became swollen with saline. No major injuries or complications were reported. The pt only experienced swelling and was released the following day as scheduled.